Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following field for corrected information: b3 (event date) refer to the following fields for updated information: d4 (model number), g3, g6, h2, and h10 the event date has been corrected from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the stapler sheath accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the stapler sheath accessory broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
On 10/24/2019, intuitive surgical, inc. (Isi) received user facility report uf/importer report (B)(4) stating "robotic stapler was difficult to remove from trocar port. Noticed part of stapler sheath was broken into the abdomen. Surgeon retrieved broken piece from abdomen.¿ isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the stapler sheath accessory for evaluation per the customer response in follow-up. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the stapler sheath accessory broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted partial lobectomy surgical procedure, part of the stapler sheath was broken inside the abdomen. The surgeon retrieved the broken piece from the abdomen. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer stated there was no injury to the patient. The broken instrument/accessory was inspected prior to use. The surgeon noticed the stapler instrument was difficult to remove from the port. There was resistance upon removing the stapler instrument through the cannula. The fragment was visually located and retrieved through the trocar during the same procedure. No x-ray or ultrasound was performed to check for remaining fragment(s) inside the patient. The customer also attached a picture of the retrieved stapler sheath fragment. The stapler sheath and the stapler instrument are not available for isi to perform failure analysis.